Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the hcp thought the patient¿s device was infected but did not specific the location of the infection. The infection was not confirmed. Hcp indicated when talking to someone in the background that they may be removing the entire system but did not provide any specific treatment steps to the technical services. The event occurred 1 or 2 weeks ago.